Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/16/2016 to report that on (B)(6) 2016, the patient experienced data inaccuracies. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/12/2016 and did not confirm the reported data inaccuracies. No additional patient or event information is available.